Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. A visual inspection and magnetic sensor functionality test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material and a hole on the pebax, also an electrode lifted. The device was connected to the carto 3 system and it was recognized and visualized correctly. No issues or errors were observed. The root cause of the electrode and pebax condition could be related to the handling since in the process there are control inspection points to avoid this kind of issue; however, this could not be conclusively determined. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the issue of a hole in the pebax. Investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the issue of the lifted electrode. Investigation findings: stress problem identified (c0706) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported eeprom issue could not be replicated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter for which biosense webster¿s product analysis lab (pal) identified a reddish material and a hole on the pebax area and also an electrode lifted. It was initially reported by the customer that ablation proceeded well using the qdot catheter, but an error appeared. An eeprom error appeared, and I tried to reconnect the cable and replace it with another cable, but there was still a problem, so I replaced the catheter. There was no patient consequence. The customer¿s reported eeprom data error is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. On (B)(6) 2023, the bwi pal revealed that a visual inspection of the returned device found a reddish material and a hole on the pebax and also an electrode lifted. These findings were reviewed and assessed as MDR reportable malfunctions.